Manufacturer narrative:
(B)(4). Concomitant medical products: unk stem lot#unk item#unk, m2a-magnum mod hd sz 44 mm lot#651010 item#157444, unk shell lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-11247.

Manufacturer narrative:
Concomitant products: 157444, m2a-magnum mod hd sz 44mm 44mm, 651010. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10444. Requested but not returned by hospital.

Event description:
It was reported that the patient was revised approximately eight years post-implantation due to corrosion. Attempts have been made and additional information on the reported event is unavailable.